Event description:
Customer reported the sensor bleed so profusely that customer was unable to connect to transmitter. Customer's currently blood glucose was 50 mg/dl and does not recall level at time of event the sensor was not tugged or pulled on after insertion. It was not inserted away from restrictive clothing. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.